Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was bent, and the roller was worn. The comb, roller, and roller gear were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection there was found a need for repair. The device was sent in for pm only. Investigation showed that the comb was bent. There was no adverse event reported as a result of this malfunction.